Manufacturer narrative:
The lot number is unknown and therefore the date of manufacture can not be determined. If the sample is returned a failure investigation will be performed. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that during patient use air leaked from the tracheostomy tube's cuff. They confirmed this event 3 times, while checking cuff pressure. They removed the tube from the patient and tried to inflate the cuff and it did inflate. The patient was re cannulated non-routinely. No harm was reported. The date of the initial placement of the tube and it's lot number is not known.